Manufacturer narrative:
Interrogation of the device revealed it was at elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.